Event description:
Caller reported a cgm error with the sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions on performing a pump reset from technical support, which resolved the issue, and the sensor session was successfully started.